Event description:
Customer stated she had "lots of troubles" and went to see an allergist. She stated that all masks she has tried bring out a rash on her face, not just sultan's. She cannot pin point which brand she has a problem with. She stated that she may have just developed an allergy to prolene glycol. She thinks that this rash could leave permanent scarring on her cheeks.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.